Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results for sodium (na) and chloride (ci) on a (B)(6) male patient diagnosed with fluttering in the chest. There was no additional patient information at the time of this report. The customer states that the patient was treated on the repeat of the I-stat results and product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 06/09/2016. Retain product was tested and is functioning according to specification. Return product was not available for investigation.